Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection. Connection returned while dexcom representative was on the phone with the patient. No additional patient or event information is available.